Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose with an untreated low followed by hyperglycemia while using the ilet, including a high of 219 mg/dl lasting approximately 1.5 hours and subsequent downward trend; the user removed the ilet during the low and did not use backup therapy or perform ketone testing. Symptoms included low glucose and hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no assistance required, and no hospitalization. Investigation included complaint handling and troubleshooting with user education. Investigation of this case revealed no device alarms for sustained severe hyperglycemia, no backup therapy use, and user-managed recovery, with no device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.